Event description:
It was reported that there was no flow from a minicap transfer set which resulted in excessive delay in treatment of more than seventy-two consecutive hours. This occurred during use of device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: lot #: suspected lot h24k05025. E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 and h11: h11: a batch review was conducted for suspect lot h24k05025 and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.